Event description:
It was reported the patient presented to the emergency room for inappropriate shocks. Upon interrogation, it was discovered the right ventricular lead was oversensing far p-waves and had low r-wave amplitude sensing. X-ray confirmed the right ventricular lead had dislodged. The right ventricular lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported the patient presented to the emergency room for inappropriate shocks. Upon interrogation, it was discovered the right ventricular lead was oversensing far p-waves and had low r-wave amplitude sensing. X-ray confirmed the right ventricular lead had dislodged. The right ventricular lead was explanted and replaced. The patient was in stable condition.